Event description:
Reporter alleged that evaluation of the blood glucose monitoring device by the co evaluation dept; it was determined there was melting in the area of the contacts. Original reporter indicated "no power" relative to the device. A request was made for the return of the suspect device and replacement product was sent.